Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection was separated from the cartridge tubing prior to using the cartridge for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.